Event description:
As reported by the user facility: occurred in the nicu that involved a b braun infusion pump. Safetynet #(B)(4) occurred on (B)(6)2026 overnight. The rn reports having spiked a new precedex infusion bottle to the existing volume infusion line @6mlhr. Only when the patient exhibited withdrawal signs of increased heart rate, muscle tone, temperature and agitation, did the bedside rn notice that the infusion chamber was collapsed and that air was infusing throughout the line. The pump did not alarm upstream occlusion or air in line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time.a follow up will be submitted when the investigation results become available.